Event description:
Exchange set with the connector and channel had become loose and appeared kinked. Manufacturer response for terumo bct spectra optia apheresis system, terumo bct spectra optia apheresis system (per site reporter). Terumo ticket case # [redacted].